Manufacturer narrative:
The device history record (DHR) was reviewed and no anomalies were found related to this complaint. Manufacturing date: 2016/05/02. Use by date: 2019/01.

Manufacturer narrative:
(B)(4). It was reported that the ring of the lasso 2515 nav eco catheter become deformed when the catheter was going to be inserted and ring was became smaller. The catheter was removed from the patient¿s body and confirmed that the ring became deformed. The issue was resolved by changing the catheter to another one. The procedure was completed without patient's consequence. Further information received indicates that catheter loop got stuck in full contracted position. The returned device was visually inspected and ring # 20 was found slightly squashed but not sharp or rough. Per this condition the catheter outer diameters were measured and were found within specifications. Catheter was introduced in an IFU recommended sheath and no resistance was noticed during this procedure. Continuing with the visual inspection spine cover was found wrinkled at the proximal side of ring #20; however during the analysis it was determined that this condition is acceptable during the manufacturing process. Then per the event reported a deflection and contraction tests were performed and the catheter passed. Catheter contraction and deflection mechanism were properly working and were not stuck at any stage of the test. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed. The root cause of the electrode damage cannot be determined.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 05/31/2016. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. (B)(4). The device was not returned to bwi.

Event description:
It was reported that the ring of the lasso nav variable eco catheter became deformed when the catheter was about to be inserted during an atrial fibrillation ablation procedure. The catheter was removed from the patient's body and confirmed that the ring became deformed. The knob/piston was able to be turned and/or pushed up and down. There was no difficulty in turning or pushing the handle. There was no difficulty in removing the catheter. There was no ring or other physical damage observed at the distal end of the catheter. The loop of the catheter was stuck/jammed in full contracted position. The issue was resolved by changing the catheter to another one. The procedure was completed without patient's consequence.